Event description:
(B)(4). Constant pain and blood clots. Gallbladder then had to be removed. Hospitalized for infection in my blood. High anxiety and migraines almost daily. Weight gain and hair growth in abnormal locations. Gums bleed easily since.